Event description:
Pt presented to surgery dept with suspected ketoacidotic crisis. Arterial blood was ordered to a certain ph. Using the g3+ cartridge, the abbott I-stat system was unable to provide any result other than po2. All other analytes were reported as "***". Three g3+ cartridges were run on one analyzer, and two others were run on a second I-stat analyzer using the same sample, with identical result. One eg7+ cartridge was attempted and displayed electrolyte values and po2, with other analytes displayed as "***". Inability to report specific analytes in condition of profound acidosis.